Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "rupture." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data.

Event description:
The event of "bunch of benign neoplasms" was later reported via us report which is not device related. Device was explanted.

Event description:
The event of "bunch of benign neoplasms" was later reported via us report which is not device related. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken in the posterior side assessed as unidentified (tear). Shell thickness within specification). Other-medical-ndr: not applicable as the event is not related to the device. Additional observations: brown particle observed on the device. No further actions are required as the device was implanted.